Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while the battery was charging. Customer¿s blood glucose level ranged from 140-141 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.